Event description:
I went to get a tattoo from a kid named (B)(6) located in (B)(6). He claimed to have apprentice under (B)(6) located in (B)(6). However he only stole work from them and claimed them as his own. He is not a licensed tattoo artist. I went to get a tattoo and he tattooed me in the living room in his house. It was extremely unsanitary and my tattoo got scarred and infected; (B)(6) is where the tattoo took place. Do you have a picture of the product? Yes.